Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic. Interrogation of the device revealed that there was an episode of atrial fibrillation that the implantable cardioverter defibrillator diagnosed as ventricular tachycardia, and the device inappropriately delivered anti-tachycardia pacing. The device was reprogrammed and the patient will continue to be monitored. The patient was in stable condition.